Manufacturer narrative:
The device was received with bleeding and cracked lcd glass. The device had minor scratched display window, cracked case display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the lcd screen is not displaying all of the information. The customer's blood glucose was 8.3 mmol/l. The device was not dropped nor bumped. The device passed the self-test and found that all but the lower-left portion of the screen was functional. Customer was advised the device needed to be replaced and agreed to return the device for analysis.